Event description:
It was reported through the STS/ACC TVT Registry, that the SAPIEN Valve systems under Product code NPT may be related to 362 adverse events that would be considered death. These adverse events include: Myocardial Infarction, Percutaneous Coronary Intervention, Cardiac Surgery or Intervention - Other Unplanned, Aortic Dissection, Permanent Pacemaker, Coronary Artery Compression, Stroke - Ischemic, Cardiac Perforation, Readmission (Valve Related), Bleeding - Life Threatening, Reintervention - Aortic Valve, Device Embolization, Endocarditis, Annular Rupture, Device Migration, and Stroke - Undetermined.

Manufacturer narrative:
The events reported in data through the STS/ACC TVT Registry occurred between 21-JAN-2021 and 6-MAR-2026 and were received by Edwards Lifesciences in Quarter 2 of 2026. Information reported through the STS/ACC TVT Registry suggests that the SAPIEN Valve systems under Product code NPT may be related to 362 adverse events that would be considered death. These adverse events include: Myocardial Infarction, Percutaneous Coronary Intervention, Cardiac Surgery or Intervention - Other Unplanned, Aortic Dissection, Permanent Pacemaker, Coronary Artery Compression, Stroke - Ischemic, Cardiac Perforation, Readmission (Valve Related), Bleeding - Life Threatening, Reintervention - Aortic Valve, Device Embolization, Endocarditis, Annular Rupture, Device Migration, and Stroke - Undetermined.An analysis was conducted on the real world data (RWD) collected during the reporting period to assess whether the information identified any new or changed risks that may impact the device's overall benefit risk profile. The RWD review did not identify any unexpected or rare adverse events that would represent a new risk to patient health beyond those risks previously described in the device labeling and risk management documentation. The types of events reported were consistent with known and expected adverse events for this device category and aligned with the established mechanisms of use and failure modes. A 12-month assessment of combined alive and deceased patient data was performed using appropriate statistical methods to identify potential TVTr event trends. No trend was identified in the data received from STS/ACC. TVT Registry data is deidentified and does not support case level analysis or independent trending. Potential increases in risk or adverse events are therefore evaluated through Edwards established complaint handling, trending, and post market surveillance processes. Based on these processes, no increased rate or new trend was identified relative to TVT Registry events. The data to date does not indicate any sustained or clinically meaningful change to the established benefit risk profile for the device.The clinical benefits of the device continue to outweigh the known and characterized risks when used as intended. Real-world data (RWD) analysis confirms no adverse impact on the device's overall benefit-risk profile. Review of the available data did not identify evidence of a product quality issue related to device design, manufacturing process, or labeling. At this time, no corrective or preventive actions are warranted based on this analysis. Continued routine monitoring of RWD will be maintained to ensure timely identification and evaluation of any emerging trends or safety signals.